Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device: 8 months. (Calculated from the date of manufacture.) The power module patient cable is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that interrogation of the system controller revealed that on (B)(6) 2016, low flow, low voltage, and low speed operation alarms with a speed drop to 7700 rpm occurred. Multiple low voltage alarms were also observed. The patient stated that the lvad system was connected to the power module around this time, but was not aware of any alarms that occurred and remained asymptomatic. The power module patient cable and the system controller were replaced. The submitted log file was reviewed by the manufacturer¿s technical services¿ representative. The file revealed transient consecutive low flow alarms, low voltage advisories, low speed operation, and pump stop alarms twice in one day while the system controller was connected to the power module. The event appeared to have occurred due to a complete loss of external power to the system controller, where both power leads were disconnected causing a pump stoppage. The power was restored to the system controller with both power leads connected to the power module. It could not be determined when and how long the system controller was disconnected from power. No additional information was provided.

Manufacturer narrative:
The power module patient cable and system controller ((B)(4)) were returned for evaluation. The report of low voltage, low flow, low speed operation and a pump stoppage was confirmed based on the evaluation of the submitted and retrieved system controller log file; however the root cause of the events could not be conclusively determined. The log file captured a single pump stop associated with a total loss of external power, which appeared to occur during a power exchange. A low speed advisory/hazard, a low flow hazard, low speed operation and a motor stopped alarm were active until the system stabilized. The log file also captured multiple low voltage advisory events while the patient¿s system was operated on battery power. The recorded voltage levels associated with these events appeared to occur when the patient¿s system controller was operated on depleted 14-volt li-ion battery(s). The reduced voltage values while a power module supported the patient¿s system were also recorded in the log file; these voltage values appeared to be consistent with evaluation findings within the returned patient cable power leads. Evaluation of the returned patient cable revealed early stages of internal conductor breakdown within both power leads. The internal conductor breakdown contributed to a slightly high resistance variation across the cable resulting in a reduced voltage supply to the system controller. Evaluation of the returned system controller ((B)(4)) also revealed early stages of internal conductor breakdown within both power cables. The internal conductor breakdown contributed to a slightly high resistance variation across the system controller power cables resulting in a slightly reduced supply voltage. During functional testing, the returned patient cable was still able to provide sufficient supply power to the returned system controller ((B)(4)) associated with this complaint. In addition, the returned system controller and patient cable were able to support a hmii test pump operation with adequate voltage supply. No alarm events occurred during this analysis. The patient remains ongoing on lvad support with no further issues reported at this time. The manufacturer is closing the file on this event.